Manufacturer narrative:
(B)(4). The insulin pump was received with a scratched case. The test p-cap/reservoir does lock properly inside the reservoir tube. The insulin pump passed the self test, displacement test and active current measurement. However, the pump had a high sleep current measurement. The insulin pump was cut open to perform visual inspection and corrosion was found on the pcb2. No corrosion noted on the pcb1, motor and vibrator assembly. The original pcb 2 was cleaned and installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The insulin pump failed the sleep current measurement. The original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The insulin pump passed the sleep current measurement. In conclusion, the insulin pump had a high sleep current measurement due to moisture damage on the pcb2. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had battery loss power alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.